Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced a cerebrospinal fluid leak as soon as the infusion system was implant. The caller stated that he was having headaches, vomiting and wasn't feeling well. A blood patch was performed but it was noted that it only resolved 60% of the issue. The healthcare provider (hcp) did a computed tomography scan that showed pockets. The pump was removed and the patient had to wait 5 weeks until another pump was put in. No further complications have been reported as a result of this event.